Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 27-30mm in diameter, 30 mm in length with mild calcification and thrombus. It was reported that the implant procedure was successful with no technical observations or endoleaks observed on final angio. A post-op CT that was done later that day revealed infolding of the proximal end of the bifurcated stent graft. The cause of the infolding is unknown. The stent graft was ballooned with a reliant, but it is unknown if any of the apices of the stent graft were crossed. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of a single returned cta still image post-implant was inconclusive; could not confirm the infolding, location, or cause. Excessive oversizing may have contributed, but it is unknown where the device was implanted within the 27-30mm diameter conical neck.

Manufacturer narrative:
(B)(4). Evaluation, method: (film); results: inherent risk of procedure (stent graft infold); patient's condition affected effectiveness of device (conically shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck).